Event description:
Problem: probable non authentic bard flat mesh sheet, code (B) (4), lot 48hvs036 (B) (4) (B) (4), has acute care facilities in (B) (4). During years 2006 to 2009, (B) (4) received shipments of bard mesh from the distributor (B) (4). On 11/13/09, our supply chain representative in (B) (4) became aware of three cartons -9 units- that were short expiration dates, and each carton also had two different expiration dates. Following the bard evaluation and test results, (B) (4) has internally recalled all bard mesh units, and sequestered them. A bard representative will assist in determining if there are other non-authentic cartons/units in this inventory. To-date the non-authentic units have only been identified in code (B) (4) at (B) (4). We have been advised that there may be non-authentic units in code (B) (4) as well. (B) (4) is investigating to determine if non-authentic units were shipped to us in other mesh codes. Bard mesh units have been sequestered in (B) (4) and (B) (4). (B) (4) is uncertain if any non-authentic mesh was actually used in patient procedures. No patient adverse outcomes or complications resulting from this non-authentic product have been identified to- date. Does FDA recommend that we take any further specific actions? (B) (4) intends to fully cooperate.